Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190515 - file-2019-01031 - analysis_and_closure_report_resp-2019-00711.pdf].

Event description:
Reportedly, the subject programmer intermittently displays an error message stating that the system has to shut down due to failure of integrity. The problem was still observed after re-installing the software. Preliminary analysis confirmed the reported issue and showed that it was caused by defective sectors on the hard disk drive.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the subject programmer intermittently displays an error message stating that the system has to shut down due to failure of integrity. The problem was still observed after re-installing the software. Preliminary analysis confirmed the reported issue and showed that it was caused by defective sectors on the hard disk drive.

Event description:
Reportedly, the subject programmer intermittently displays an error message stating that the system has to shut down due to failure of integrity. The problem was still observed after re-installing the software. Preliminary analysis confirmed the reported issue and showed that it was caused by defective sectors on the hard disk drive.